Event description:
It was reported that after 157047 joules and 23 minutes of use, during a photoselective vaporization of the prostate (pvp) procedure, the fiber was forward firing. The procedure was completed with another fiber. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber did not identify signs of breaks/fractures at the tip or along the length of the fiber body. The glass cap exhibits mild devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Analysis of the returned device did not identify any defect that could potential cause forward firing; therefore, the reported forward firing was not confirmed. Based on the analysis of the returned device the most probable cause for this complaint was considered no problem detected. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that after 157047 joules and 23 minutes of use, during a photoselective vaporization of the prostate procedure, the fiber was forward firing. The procedure was completed with another fiber. There were no clinical consequences to the patient.